Event description:
The facility reported an infusion pump in which a failure code 703 occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter svc event.